Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold. Also, this lead is scheduled to be explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold. Also, this lead was scheduled to be explanted. No additional adverse patient effects were reported. Additional information indicated that this lv lead was connected to a new device and will remain in service. It was confirmed that the anomaly was not related to the lead and was resolved with a standard device replacement.